Event description:
The customer reported that during an in-service training session, the iabp generated "electrical test failure code #6" (unable to configure touch screen controller device electrical test failure) alarms several times. No patient was involved.

Manufacturer narrative:
The (B)(4) representative confirmed the complaint for "electrical test failure code #6." The (B)(4) representative verified that the touch screen was out of calibration and performed touch screen calibration. The representative adjusted the vacuum regulator and found that the iabp unit was missing pressure fitting clamp on reservoir outlet. The clamp (part number 0105-00-0163) and the screw pan head (part number 0212-12-0403) were replaced. The functional tests were performed and safety inspected. The iabp met the factory specifications. (B)(4).